Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: the implanted components were confirmed as compatible. The primary operative notes provided state that during trialing, the knee had good medical and lateral balance in extension and in flexion. It was also noted that the patella tracked well with no tendency for subluxation or tilt. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt is experiencing pain while walking, standing, and sleeping. She is also having trouble with balance and falling.